Event description:
Additional information received identified that patient suffered an electric shock and the physician opted to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that surgical intervention was undertaken wherein the ipg was explanted and replaced for unknown reason.